Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system displayed a low system performance error. The surgeon opted to complete the procedure without the use of the navigation system. A restart was performed on the navigation system following the procedure which resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient weight provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database.